Manufacturer narrative:
Unable to prime during the prime/a33 alarm test due to loose/protruded drive support disk. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection.

Event description:
Customer reported issues with the insulin pump. Customer states that insulin is squirting out during manual prime. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.